Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device.

Event description:
On (B)(6) 2025 the user reported elevated blood glucose (bg) of 266 mg/dl following an ilet ¿insulin low¿ alert. The user completed a full supply change with assistance, after which insulin therapy was resumed. No hospitalization or long-term health effects were reported.